Event description:
The polyethylene on patella, disassociated from its metal back.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.